Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): no anomalies were found. It was noted that the terminal of the batter had the cover of the plastic ring and it was not the specified battery of use by (B)(4). Further review prompted a change in the device analysis results. The change is reflected in this report.

Event description:
It was reported that the external pulse generator was connected to a patient and stopped working. The patients heart started a beat of its own and no patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): no anomalies were found. It was noted that the terminal of the batter had the cover of the plastic ring and it was not the specified battery of use by (B)(6).